Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that there was ¿usually nothing¿ left in the pump at the refills. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. In response to all question regarding the date of the event, symptoms related to the event, clarification of the reported issue, and the patient weight it was reported "n/a." No complications were reported.